Manufacturer narrative:
Complainant postal code: (B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent partially deployed and fractured. A femoral artery 6x150 eluvia¿ drug-eluting vascular stent system was advanced to the lesion via a contralateral approach. Deployment was initiated, however after 3 centimeters, the stent deployment failed and the stent fractured. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the 6x150 eluvia¿ shaft, handle and stent were examined. The shaft was buckled/kinked 54cm from the tip and at the nose cone. There was 128mm of the stent inside the lumen. The distal end of the stent was stretched and separated/fractured. The distal tip showed imprints of the stent. There was no evidence of any product quality deficiencies. The rack inside the handle was loose. The handle was opened during analysis. The middle sheath were separated from the retainer clip. The condition of the device confirms the reported deployment difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent partially deployed and fractured. A femoral artery 6x150 eluvia¿ drug-eluting vascular stent system was advanced to the lesion via a contralateral approach. Deployment was initiated, however, after 3 centimeters, the stent deployment failed and the stent fractured. There were no patient complications as a result of this event.